Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If the pusher assembly mid-joint is retracted through the introducer sheath, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was able to be advanced from its returned position without an issue; however, the pusher assembly was unable to be advanced through its introducer sheath due to the kink in the pusher assembly, and no further functional testing could be performed. Penumbra products are visually inspection during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using a packing coil lp, a non-penumbra microcatheter, and a guidewire. During the procedure, the packing coil lp would not advance at all past its initial position within its introducer sheath. Therefore, the packing coil lp was removed. The procedure was completed using another lp coil. There was no report of an adverse effect to the patient.